Event description:
An aus device was implanted on 6/20/94. The cuff was removed on 7/1/95. The remaining device was removed on 7/1/95. The remaining device was removed from the pt and a complete device implanted on 8/30/96.